Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 - UDI# (B)(4). The device history record and previous repair record for zimmer skin graft mesher serial number (B)(6) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that the ratchet handle for a mesher was jammed. The customer returned a zimmer skin graft mesher serial number (B)(6) for evaluation. Evaluation of the device on (B)(6) 2019 noted that the handle appeared to have been jammed and not rotating. Upon further inspection, it was found that the handle was not lubricated. The mesher itself was able to produce a passing test mesh. Repair of the device occurred the same day and involved relubricating the handle. The technician then tested and verified that it was functioning as intended and the mesher was returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the ratchet handle did not have any lubrication inside of the ratchet, which would cause the spring pin to not move properly and therefore jam the ratchet, it cannot be determined from the information provided as to what caused the ratchet to not have any lubrication. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended complaint trending procedure for any adverse trends that may warrant further action.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported the ratchet handle jamming. Event occurred during surgery. There was no patient harm or surgical delay. Alternate device was available for immediate use. No adverse events were reported as a result of this malfunction.